Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. Several ben video connector pins were discovered and caused the reported no image failure. This connector will require replacing. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The facility¿s biomedical engineer reported that his olympus visera elite video system center was not displaying an image during procedure preparation. There was no patient harm reported from this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image on the monitor occurred due to bent electrical contact pins in the video connector. The cause of the bent pins could not be identified. Olympus will continue to monitor field performance for this device.